Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical devices: item# 163662 28mm mod hd std neck tp1 taper lot# j3918636; item# 165782 stanmore acet cup arcom 28x53 lot# 6015864. Reporting source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a study patient was suspected to have infection. A re-exploration and an arthrotomy of the hip was performed. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.